Event description:
On (B)(6) 2023 fujifilm corporation was informed of an event involving dr-xd 1000 mbl us e r/b 16647290. It was reported that the lid to the collimator is melted. There was no death or seriuos injury reported with the event.

Manufacturer narrative:
This report has been submitted as a supplemental to correct d1, d3 and f14 sections.